Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the audio bolus button was under responsive to user presses. The alleged issue could not be resolved with troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/02/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/08/2016 with the following findings: during a visual inspection of the pump, the audio bolus button cover was observed to be punctured. During testing, the audio bolus button was under responsive. The audio bolus button cover was removed to find moisture contamination on the audio bolus button pins. Unrelated to the original complaint, the pump powered on to a dim pink display.